Manufacturer narrative:
Eval: results: the returned lead was visually inspected under the microscope and broken wires were observed approx 17.5 cm from the stimulation end. It is probable that the stress was induced while the device was implanted. No functional testing was performed due to broken wires in the lead. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's ((B)(6)) scs sys included a percutaneous lead. It was reported that the pt was without stimulation. Surgical intervention was undertaken on (B)(6) 2011 to address this issue. Intraoperative testing found that one of the pt's leads exhibited invalid impedance measurements. As such, the lead in question was replaced. No further issues were reported.